Event description:
It was reported that the lead was showing signs of a potential fracture and possible clavicle crush, and that the doctor was able to see that the lead had perforated the heart slightly. The patient further reported that the "faulty" lead extended through the anterior wall of the right ventricle and the pericardium. The patient also stated that he received numerous shocks and that the device was disabled. The patient also reported that the lead fractured. The lead was later explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found; distal segment was returned and analyzed.